Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose. Additionally, it was reported that the customer was in the emergency room (ER); ER visit cause not provided. Customer declined to troubleshoot or receive a follow up from tandem technical support.